Event description:
Atrioventricular block status post permanent pacemaker placement, complicated by bradycardia secondary to right ventricular lead failure. The patient has a dual-chamber permanent pacemaker that was implanted in [date redacted] - approximately 7 years ago, programmed in ddd mode with a lower rate limit of 60 beats per minute. During MRI reprogramming, the device demonstrated 23% atrial pacing and 49% right ventricular pacing. It was set to an MRI-conditional asynchronous pacing mode (doo) at 80 beats per minute. After the MRI scan, the device was interrogated and showed stable lead values, after which it was reprogrammed to baseline settings. Telemetry review revealed bradycardia with heart rates in the 30s beginning on [date redacted] - approximately 2 weeks ago, along with intermittent bradycardia in the 40s to 50s, and an increased frequency of bradycardia in the 30s following the MRI on [date redacted] - the following day. The patient was evaluated, and it was noted that the right ventricular pacing threshold had increased after the MRI, which is a rare complication associated with permanent pacemakers. The electrophysiology team subsequently reprogrammed the device and signed off on the case. Of note, device company contacted and rep notified. A representative from biotronik interrogated the pacemaker. The most recent pacing threshold was previously 0.6 volts at 0.4 milliseconds and is now 2.6 volts at 0.4 milliseconds, resulting in loss of capture and absence of pacing. The right ventricular output was reprogrammed to 5.0 volts at 0.4 milliseconds. The patient has remained asymptomatic. Manufacturer response for biotronik edora 8 dr-t - dual-chamber permanent pacemaker, edora (per site reporter). Biotronik rep interrogated pm.